Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. Also, corrections have been made to section d5. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The image defect was isolated to a defective charged coupled device unit (ccd). The exact cause of the defective ccd cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The referenced loaner was returned to the olympus service center. The service inspection confirmed the reported colored image defect, half of the image was green and half was purple. The image problem was isolated to a defective outer tube/imaging unit. The repair history shows the loaner was last repaired on august 3, 2022, for a damaged video cable. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (osh) reported the loaner endoeye high-definition ii, autoclavable video telescope ¿image on screen is purple after testing¿. The reported event was found at an unspecified event. There was no delay, and no death injury or harm was reported to olympus (patient was not under sedation). No further information was provided.